Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Blood glucose was not impacted. Reportedly, the customer will continue to use the pump for insulin therapy.